Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed. The device landed at the ostium of the laa with a slight shoulder. The compression measurements were: 0 degree measured 24.1mm, 45 degree measured 23.3mm, 90 degree measured 22.5mm and the 135 degree measured 24.8. It passed the tug test and there was a complete seal. As they released the device from the core wire, the device embolized to the mitral valve and then the aortic valve, ending up in the descending aorta. The device was able to be snared from the patient using a 16fr sheath and a non bsc snare, without any issue. No watchman was implanted. The patient was stable the entire time and was discharged home that evening. No further complications were reported.